Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient adaptor of a minicap transfer set and the titanium adaptor which resulted in a leak. It was further reported that "that the line of transfer set disconnected". This occurred during use of continuous ambulatory peritoneal dialysis (capd) therapy. There was no damaged noticed. There was no patient injury or medical intervention associated with this event. No additional information is available